Event description:
It was reported that the patient developed a hematoma post-operatively after their recent artificial urinary sphincter (aus) replacement surgery in (B)(6). During a clinic visit the physician could not activate the device. A surgical procedure was performed during which a new pump was placed in the patient's right scrotum. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100763321. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131 . Serial number: n/a. Batch/lot number: 1100825299. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4).